Event description:
Patient spontaneously called in to report that her cadd ms3 serial number (B)(4) (10/10/2020) makes her feel sick. Patient feels that the pump is not infusion correctly which is causing her heart rate to drop and makes her feel lightheaded. Md is aware. Pharmacy is sending replacement pump. Error did not cause any interruptions in therapy but did cause side effects for the patient. Patient has back up pump that she's currently using. Medication is life sustaining.